Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine with concentration 12.5 mg/ml at a dose rate of 11.994 mg/day via an implantable pump for spinal pain. It was reported that for the last couple of refills they have been unable to fill the pump with 40ml of drug. The first time was (B)(6) 2019 and they could only get 34ml in the reservoir. The refill after this there were only able to refill with 32ml of drug. No patient symptom was reported. No further patient complications have been reported as a result of this event.